Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he was not getting any insulin and was having issues with insulin. Troubleshooting was performed related to the bent cannula. Customer's blood glucose at the time of the incident was 15.9 mmol/l. Product is expected to return.